Event description:
Report received of a rate change on a pump when a cellular telephone was in use near the pump. It was reported that when a cellular telephone was in use "in the vicinity" of an acclaim encore pump, the rate of infusion on the pump changed. The customer contact did not know what was infusing via the pump, what the original rate on the pump was or what the rate changed to. Though requested, there was no info on where the event occurred, who the pt was or how close the cell phone was to the pump. There was no reported adverse pt event. The pump serial number was not recorded.